Manufacturer narrative:
Battery power error due to connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a power error detected alarm. They took out the battery, waited until the notification light stopped blinking, and then they inserted a new battery. The customer¿s blood glucose during the incident was unknown. They were asked to set up the time and date. They were asked to rewind the device. It was noted that they previously called to perform troubleshooting for the power error detected alarm. The power error detected alarm recurred for the second time after 3 hours. The insulin pump will be returned for analysis.